Event description:
On (B)(6) 2015 the following was reported to arjohuntleigh: during the transfer with the ergolift the patient fell. There is no more information related to sustained injuries. On (B)(6) 2015 it was only indicated that the patient feels better.

Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Additional information will be provided following the conclusion of the investigation. (B)(4).

Manufacturer narrative:
Arjohuntleigh received a customer complaint where it was reported that during the transfer with the ergolift device the patient fell. According to the information received the patient. 'Feels better'. No more details were received regarding circumstances of the incident and the patient outcome, despite our best efforts. An investigation was carried out into this complaint. When reviewing similar reportable events, we have found a number of cases with similar general fault description (slip out of sling). The trend observed for reportable complaints with this failure mode is currently considered to be low and stable. The ergolift and the sling device were inspected and no malfunctions were found that could have caused or contributed to the event. An on-site inspection found the lift in "good shape". Moreover, it was indicated that the lift was used after the incident and was not quarantined by the customers facility. The sling and the lift, which work together as a system, were found to have been to specification when the event took place. The sling and the lift were being used for patient handling, but it appears it contributed to the event most probably due to an user error. A drill-down analysis was conducted into this incident. Based on the product knowledge and simulations performed for different slings types, there are few elements which could contribute to a person/patient fall: inadequate sling size used for transfer: for a medium sling involved in the event, the recommended weight is between 46 to 90 kg. The weight of the patient was not indicated. Therefore, we are not able to establish if this factor could have contributed to the event. If the sling is at least 2 sizes too big: a gap between the leg straps is bigger than it should be, and it appears likely that the patient could slide from the sling. Not appropriate sling model used for transfer - the sling model involved is thai-m - a hammock sling fitted with 6 straps there is no indication that the sling was not appropriate for the patient's transfer. The hammock sling is suitable for most patients. Sling not correctly attached/applied to the lift - based on the simulations performed, regarding different types of slings, it was determined that lack of sling attachment could lead to a person slipping and falling. Due to limited information provided, we are not able to establish if this factor could have contributed to the event. Wrong position of the patient in the sling (e.g.: sling used upside down, wrong position of the resident/patient arms). Due to limited information provided we are not able to establish if this factor could have contributed to the event. Despite on our best efforts, we are not able to clearly determine which factor presented above could be mostly relevant. All details regarding the patient handling and using arjohuntleigh equipment are described in the instructions for use (IFU's). Following the evaluation it was concluded that the user error cannot be ruled out, especially as no malfunctions were found on the lift and the sling, that could have caused or contributed to the event. Therefore, it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. The device contributed to the event, as it was used for patient handling at the time. Please note that the customer was visited and interviewed by a local arjohuntleigh representative but could not provide any training dates for staff involved in the incident additionally, it was indicated that the operating manual and preventive maintenance schedule are not available for the users. Therefore, arjohuntleigh suggests to remind the staff involved of the device labeling, with special attention to the correct lifting procedure and all steps concerning preparation for transfer. We find this complaint to be reportable to the competent authorities.